Manufacturer narrative:
Device not returned.

Event description:
It was reported that the syringe needle was unable to be inserted into the cartridge fill port. Customer's blood glucose was 328 mg/dl. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.